Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample without packaging was provided for evalaution. The samples were visually evaluated, and no defects were observed. The sample also was subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated a leakage on the red patient connector. Based on the investigation findings, the reported defect was confirmed. Although the defect was confirmed, the exact root cause was unable to be determined at this time. Samples were received and evaluated through visual inspection and functional leak testing. No production issues or non-conformances were identified. Comprehensive testing, including simulated aging and use conditions, confirmed that the observed luer-cone defects (flash and divot) did not generate air bubbles and are not the root cause of the complaint. No issues related to manpower, method, material, machine, measurement, or environment were identified. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, small fine air bubbles noted in arterial line of both patients. The patient had a cvc, arterial line had a "fizzy appearance" which led to air bubbles being trapped in venous chamber. Dt/rn removed air on multiple occasions to prevent air in the line. No air noted to be in venous line. Small fine bubbles noted in extra corporeal line, but not in arterial needle line. No patient injury were reported as a result of this event.